Event description:
During the preparation of an intervertebral disc operation, the distal tip of the inner part of probe 892501625 came loose. The application could be started as scheduled and the operation could be finished with the intended target without any consequences for the patient.

Manufacturer narrative:
A visual inspection of the inner part 892501625 showed a separation in two pieces. The detailed examination resulted that the cause for the loosen tip was manufacturing related because the connection between the distal tip and the sheath of the instrument was not embossed correctly. An investigation of all parts on our stock resulted that only the lot number 1076315 is affected. (B)(4).